Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient; (lens got stuck in injector). Evaluation method: lens work order search. Injector lot number search. Results: a lens work order and injector lot number search was performed and no similar complaint was found within each of the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, lens and injector lot number work order search work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a cc4204a collamer single piece lens. The tech loaded the lens on the injector. The lens got stuck in the injector just as the physician was attempting to insert the lens into the eye. The lens got stuck halfway out of the cartridge and would not advance forward. The lens made contact with the patient, but there was no insertion. Another lens, same model and size was implanted with no problem. There was no patient injury. Cause of this incident is unknown.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product found the lens inside/loaded in a nanopoint system. There is no visible damage to the cartridge or injector. There was evidence of clear surgical residue on product. Conclusions - (no conclusion can be drawn): based on the complaint history, work order, injector lot number search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4)